Event description:
It was reported that during the pre-op session for the patient's generator replacement surgery, high impedance was registered on a system diagnostic test. The generator was replaced and did not resolve the high lead impedance. There was no indication of possible external contributing factors. No adverse events were reported in association with this issue. Surgical intervention to resolve the high impedance has not been performed to date. No additional pertinent information has been received to date.